Event description:
It was reported that a malfunction alarm occurred on the pump with malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating no critical adverse impact. Technical support assisted the customer in resetting the pump; however, the malfunction persisted. Consequently, technical support arranged for a replacement pump and guided the customer to use multiple daily injections (mdi) as a backup insulin therapy to ensure insulin delivery. The customer was also instructed on the pump's storage mode and acknowledged the instructions to return the faulty pump within 10 days using a pre-paid label.